Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent inguinal hernia repair. A bard/davol 3dmax,was implanted in patient during this repair. (B)(6) 2017: the patient underwent removal of the failed 3dmax. The 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.

Manufacturer narrative:
This is an addendum to the initial emdr to provide additional product information including the completion of the manufacturing review. The review of the manufacturing records found that the lot was manufactured to specification with no anomalies. This initial deterination remains the same, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No medical records have been provided and no sample has been returned. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional outcomes alleged by the patient's attorney. The medical records indicate that the patient was treated for scar tissue and adhesions. Adhesions are a known inherent risk of surgery and are listed in the adverse reactions section of the instructions-for-use as a possible complication. The patient's attorney alleges mesh migration and shrinkage, there is no indication in the medical records provided that the mesh migrated from its fixated position or that there was shrinkage. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b4, b5, b6, b7, d7, g1, g4, g7, h2, h6, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard" h3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: 11/20/2012: the patient underwent inguinal hernia repair. A bard/davol 3dmax,was implanted in patient during this repair. 10/20/2017: the patient underwent removal of the failed 3dmax. The 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax. Addendum per medical records provided by the patient: (B)(6) 2012 - the patient underwent a laparoscopic left inguinal hernia repair with a bard 3dmax mesh. (B)(6)2017 the patient presented to the ER with left lower quadrant abdominal pain and left groin pain. The pain is described as gradually worsening, burning pain with urinary frequency. Per md office note: "stated these symptoms onset after his hernia repair in 2012 when he had ¿¿3d max hernia mesh¿¿ placed, but symptoms gradually worsened last night." (B)(6)2017 the patient underwent a robotic-assisted removal of the preperitoneal mesh. Operative dictation states: "took a look at the mesh. Actually, looked like it lay fairly flat against the peritoneum.¿ (B)(6)2017 the patient returned to the md office for a follow up visit in which the md notes: "there was entrapment of the cord along the lower edge of the mesh. I removed as much as was safe." There was a buckle in the midpoint. Seemed to have a little bit denser scar. No obvious signs of an abnormality other than that." Attorney alleges outcomes attributed to the device of, adhesions, mesh migration, mesh shrinkage, nerve damage, "pain and suffering".

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. No medical records have been provided and no sample has been returned. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent inguinal hernia repair. A bard/davol 3dmax,was implanted in patient during this repair. On (B)(6) 2017: the patient underwent removal of the failed 3dmax. The 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.